Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's reports related to the defib and pacer related faults was duplicated and attributed to a defective capacitor on the analog board. The analog board and pace/defib (pd) engine were replaced to resolve the reports. The reported incident pad short is an expected message during 30j self test. Evaluation determined device meets specification and performed as expected. The device was recertified and returned to the customer. Analysis for reports of these type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 79", "pacer fault 122", "defib and pacer disabled "and a "defib pad short" messages. Complainant indicated that there was no patient involvement in the reported malfunction.